Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's right atrial lead was removed and replaced due to low, out-of-range impedance. There were no patient issues reported. The patient was stable throughout.